Event description:
A (B)(6) female who presented complaining of uterovaginal prolapse. She had complete procidentia on exam. She had previously undergone a transvaginal mesh procedure for treatment of the prolapse and developed mesh erosions in addition to recurrent prolapse.